Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 2 patient samples tested for troponin t hs stat on a cobas 6000 e 601 module. The date of event is either (B)(6) 2018. Clarification on this has been requested. Patient 1 initial result was 8.97 ng/ml. The repeat result was 32.59 ng/ml on a different instrument. Patient 2 initial result was 11.05 ng/ml. The repeat result was 45.18 ng/ml on a different instrument. The initial results for both patients were reported outside of the laboratory where the clinicians requested repeat testing. After the incorrect results were noticed, the customer ran qc which were "far outside" of the acceptable ranges. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 267654. The expiration date was not provided. The customer changed pinch valve tubing on (B)(6) 2018 but did not confirm the status of the instrument by running qc afterwards. The customer runs qc daily at 11:00 a.m. Even though they start running patient samples earlier than that. The instrument produced abnormal sipper alarms. The field service engineer (fse) visited the customer site on 01-aug-2018. The fse identified a milky substance on the procell syringe. The syringe was dis-assembled, cleaned and reinstalled. The instrument was re-booted and performed well afterwards. Qc results were back within the acceptable ranges.

Manufacturer narrative:
The date of event was clarified to be (B)(6) 2018.

Manufacturer narrative:
The customer stated the last valid calibration was performed on (B)(6) 2018. The customer is not performing calibrations at the recommended intervals. The customer is also not performing maintenance as recommended related to measuring cell prep and air purges. The instrument produced abnormal sipper alarms at the time of the event. These alarms produced a code indicating the procell volume in the procell cup was not adequate. The customer should have stopped the system at this point. If an insufficient amount of procell is aspirated to run the tests, the results are not reliable. The customer has not had any further issues since the service visit.